Event description:
Surgeon removed a bone flap from a patient and implanted crs fast set putty 5cc sterile. Patient returned to surgeons office with a subgaleal epidural fluid collection. Patient complained of headache. Surgeon revised patient and removed product reporting that it was flaking off.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.